Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal baclofen and prialt via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 4000mcg/ml at a dose of 868mcg/day and prialt 24mcg/ml at a dose of 4.8mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity and myelopathy. On about (B)(6) 2015, the patient experienced symptoms. On (B)(6) 2015, the patient was admitted to the ICU (intensive care unit). The symptoms included hallucinations and increased lower extremity spasticity. The hcp was ruling out a pump malfunction and drug overdose/underdose. It was unclear what led to the event; the physician was still trying to diagnose what was actually causing the symptoms. On (B)(6) 2015, the pump was interrogated and was normal. Labs were normal except a "slightly elevated" cpk (2000). No other troubleshooting was performed. Also on (B)(6) 2015, the pump dose was decreased by 20%. At the time of the report, the patient's status was 'alive - no injury'; the issue had not resolved. Additional information was received from a company representative who indicated that the patient&#38112;symptoms resolved, and her cpk improved to 1000 and continued to improve. The patient was discharged from the hospital on (B)(6) 2015 and was supposed to have a follow-up appointment scheduled with her physician on (B)(6) 2016. No other details were provided on whether or not the follow-up appointment occurred.

Event description:
Additional information received from a healthcare provider (hcp) indicated they were unaware of any problems with interrogation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a hcp via (B)(6), including clinic notes and pump logs. Per the pump logs, the concentration of prialt was 23mcg/ml. On (B)(6) 2015 the prialt dose was increased 10% from 4.007mcg/day to 4.397mcg/day, and baclofen from 696.9mcg/day to 764.7mcg/day. On (B)(6) 2015 the prialt dose was increased 10% to 4.8mcg/day. Approximately 10 days to 2 weeks following the last increase in the intrathecal prialt, the patient was hospitalized for an acute episode of mental confusion, hallucinations, delusions, and elevated cpk. The patient had initially presented to the emergency room (ER) with visual and auditory hallucinations and altered mental status. There was also a complaint of acute ¿narcoleptic¿ type falling asleep as well. On (B)(6) 2015, the patient was admitted to the ICU for further evaluation, and neurology was consulted. The adverse event term was 6 days. The primary cause of the adverse events was the prialt daily dose. On (B)(6) 2015 the prialt dose was decreased 20% to 3.8mcg/day, and baclofen to 660.9mcg/day. Following the dose reduction, all symptoms resolved. However, an attempt was made to interrogate the pump, but it was unsuccessful and was stopped due to the patient¿s discomfort. Because of the decrease in dose, the patient complained of pain and spasms of her leg. Subsequently, pain management and physical medicine and rehabilitation were consulted, and oral baclofen had been added until the patient followed up with her primary care doctor. The patient¿s mental status had returned to baseline, and it was felt that the patient was stable for discharge. The patient was discharged from the hospital on (B)(6) 2015 with discharge diagnoses of altered mental status, essential hypertension, bilateral lower extremity spasticity, hypokalemia and hypomagnesemia, anemia, rhabdomyolysis, and history of neurogenic bladder. The patient¿s hypertension was considered history and remained controlled during the hospital admission. The hypokalemia and hypomagnesemia were replaced and resolved. The anemia was felt to be due to hemodilution. The patient¿s hemoglobin and hematocrit were normal on presentation. The patient¿s elevated cpk was due to rhab domyolysis. The patient was hydrated with intravenous (IV) fluids, and this improved. The patient was seen again in the neurosurgery clinic on (B)(6) 2016, the pump wasrefilled, and the dose remained the same. During the refill, the expected residual volume (erv ) was 2.4ml while the actual residual volume (arv) was 2ml. During the next pump refill, the hcp was to reduce the amount of prialt so they could continue baclofen at the same level but reduce the prialt by 15 or 20% as necessary. Patient outcome was recovered/resolved. The event was caused by an attempt to control the patient symptoms with increasing the pump rate/dosage. Regarding the event of overdose/underdose, it was clarified that the event was due to prialt overdose. The patient responded to reduced dose.